Event description:
Wife of home pt (hp) reported pt line of homechoice set became disconnected from the transfer set during initial drain of treatment. Hp stopped treatment at time of 2240 alarm. There was no pt injury or medical intervention associated with this incident per hp's wife.